Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states the alarm occurred during manual prime. Customer's blood glucose level was 379mg/dl. The customer states their levels were running high because they forgot to put the device back on. Troubleshooting was conducted, and the customer states insulin was leaking from reservoir near the plunger. The reservoir is being replaced and returned for analysis.

Manufacturer narrative:
One opened and used reservoir was evaluated and the seals and stopper groove was inspected for anomalies. None were found. A bolus leak test was performed. The reservoir was found not leaking and not occluded.